Manufacturer narrative:
The report of the device turning off during an infusion was confirmed. The only anomalies observed were dull iui connectors. The pcu event log shows that infusions on three devices were running for days and then the entries stopped at 9:49 am on (B)(6)2019. The next entry in the is for a power on event at 11:15 am on (B)(6) 2019. The pcu error log shows a malfunction occurred (error code 800.8000.0 ¿ pcu15 general os failure) at 10:47 am on (B)(6) 2019. The pcu event log was forwarded to software engineering for analysis. Software engineering was able to decode the stack dump, however, was only able to confirm the os error handler but found no trace where the system error came from. The root cause of the report of the device turning off during an infusion was identified as a software failure.

Event description:
It was reported that during an infusion in the pediatric ICU, the device turned off. The nurse immediately switched out the pcu for a new one. There was no adverse effect to the patient.

Event description:
It was reported that during an infusion in the pediatric ICU, the device turned off. The nurse immediately switched out the pcu for a new one. There was no adverse effect to the patient.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during an infusion in the pediatric ICU, the device turned off. The nurse immediately switched out the pcu for a new one. There was no adverse effect to the patient.